Event description:
It was reported that pump displayed malfunction alarm with code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer stated they completed pump reset on their own and pump is functioning as intended. No further action necessary.